Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. It was discovered, that the implantable cardioverter-defibrillator (ICD) was exhibiting high defibrillation impedance. The physician opted to exchange the ICD, and a new device was successfully implanted. The patient was in stable condition.